Event description:
Device 3 of 3. Reference MFR report #s 1627487-2012-04639, 1627487-2012-04640. The patient received two leads with different model numbers. It was reported the pt fell down, and the ipg incision partially reopened. In addition, the two leads migrated. The physician immediately performed surgery and replaced one lead (device 2), and repositioned the other lead (device 3). The same ipg was reused during the procedure. F/u identified the issues from the fall were resolved by the surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.